Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26220. The manufacture is unable to determine which lead was explanted, hence each lead is being reported. It was reported the patient was not receiving effective stimulation from one of her leads. Lead diagnostics revealed contacts 1-8 had high impedances. The patient underwent surgical intervention where the patient¿s lead in port 1-8 was explanted and the lead that was in port 9-16 was moved to port 1-8. A port plug was placed in port 9-16. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.